Event description:
It was reported that during use of this tubing set, in an arthroscopic procedure, the pt's thigh became very swollen. It was further reported that the pump in use at the time of this event registered an increase in pressure and alarmed during this event. The pt was kept overnight for observation and discharged the next day. It was reported that the swelling resolved and there was no residual effect.

Manufacturer narrative:
Investigation results: an investigation has not been performed because to date neither the pump nor the tubing set have been returned for an evaluation. The device instruction manual cautions the user to inspect the cassette, and o-ring, and perform patency testing at the start of a procedure to verify the integrity of the pressure system. The user is also informed that a back-up pressure relief valve opens to relieve pressure in excess of 280 mmhg in the event of a control valve failure. An audible alarm alerts the surgeon to this condition. In the user manual the user is cautioned to "never override the pump alarm by pressing and holding the "run/stop" button while the inflow line of the tubing set is attached to the pt. Continuing to silence the alarm without correcting the cause may result in extravasation. If the cause cannot be identified and corrected, stop the pump, open the cassette lock handle fully, and continue the case under gravity flow."